Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 108 units in stock in b. Braun surgical's warehouse. We have received 36 closed samples from our stock and a picture with an open sample with needle detached from the thread (thread is not wound on the pack). Needle attachment strength results conducted on the closed samples received from stock are 1.56 kgf in average and 1.05 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: it has not been possible to determine the root cause because only one picture of an open sample has been received and the closed samples received from stock comply by usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from stock fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the thread completely broke off the end of the needle when being used. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.